Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received five 24g x 0.56 inch insyte autoguard devices were received in sealed packaging from both lot #3333219 and lot #3262520. Each representative sample from lot #3333219 was removed from the unit package. A visual and microscopic examination of the device revealed no damage or defects. No holes were noted in the tubing and the needle was not protruding through the IV catheter. The safety mechanism was activated and each needle fully retracted. After the IV catheter separated from the needle, a leak test was completed, but no leaks were identified in the IV catheters. Each representative sample from lot #3262520 was removed from the unit package. A visual and microscopic examination of the device revealed no damage or defects. No holes were noted in the tubing and the needle was not protruding through the IV catheter. The safety mechanism was activated and each needle fully retracted. After the IV catheter separated from the needle, a leak test was completed, but no leaks were identified in the IV catheters. 100% vision inspections and sampling per the quality control plans help mitigate the occurrence of catheter damage during manufacturing that would result in a leak. The instructions for use (IFU) also indicate that the needle should not be reinserted into the catheter during the insertion process as catheter damage may occur. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report.

Event description:
No additional information.

Event description:
It was reported that bd insyte-n autoguard hole in catheter. The following information was provided by the initial reporter: there is an additional hole in the catheter which is causing leakage. It happens after retracting the needle ¿ where it seems to impact the catheter.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.